Manufacturer narrative:
The device was returned to the MFR for repair. The service records indicate that the device was purchased in 1998 the last repair was on (B)(6) 2009, for a non related issue. The inspection found that the device was out of calibration and air was leaking around the swivel connector of the unit. The cause of the reported complaint is an out of calibration device with an air leak. This is due to a lack of preventative maintenance. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer air dermatome was skipping and messes up the graft. Additional clinical follow up with the hospital on (B)(6) 2011 indicated that there was no pt harm or injury.